Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's family reported via phone call that customer experienced high blood glucose level of 461 mg/dl. The customer did not provide the symptoms regarding high blood glucose. Customer checked his blood glucose after 30 minutes and the blood glucose was above 400 mg/dl. Customer's blood glucose rised up later and now it was 465 mg/dl. The customer was treated for the high blood glucose by bolus with insulin pump. The customer declined troubleshooting for high blood glucose level. The insulin pump was not returned for analysis.